Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was shattered and unreadable. Reportedly, the pump fell and the touch screen became shattered; consequently, the customer could no longer see the touch screen due to the damage. There was no adverse impact to customer's blood glucose. No additional patient or event information was available.